Event description:
It was reported that intermittently the 9600 emi system presented saturation faults when using chest settings. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following component has been ordered. Battery pack assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.